Event description:
It was reported that this recently implanted right ventricular (rv) lead, perforated the heart. Sensing measurements decreased but was still pacing adequately. Reportedly, it was noticed there was an old rv lead abandoned in this patient, that had good sensing and a higher threshold. The physician was considering switching to a bi-ventricular device by plugging the abandoned lead into the rv port and plugging this new rv lead, that caused the perforation, into the left ventricular port (assuming that the lead will heal over time). This was considered because the patient is elder, and the physician did not want to revise/replace the leads. Technical services indicated that this would be an off-label used of the leads, and if it were to be done, the rv port determine timing, so the lead to be used should be the one with the best sensing. The patient records indicate both these leads remain in service, which indicates the off-label port switch was performed. No additional information or additional adverse patient effects were reported.

Event description:
It was reported that this recently implanted right ventricular (rv) lead, perforated the heart. Sensing measurements decreased but was still pacing adequately. Reportedly, it was noticed there was an old rv lead abandoned in this patient, that had good sensing and a higher threshold. The physician was considering switching to a bi-ventricular device by plugging the abandoned lead into the rv port and plugging this new rv lead, that caused the perforation, into the left ventricular port (assuming that the lead will heal over time). This was considered because the patient is elder, and the physician did not want to revise/replace the leads. Technical services indicated that this would be an off-label use of the leads, and if it were to be done, the rv port determine timing, so the lead to be used should be the one with the best sensing. The patient records indicate both these leads remain in service, which indicates the off-label port switch was performed. No additional information or additional adverse patient effects were reported.

Manufacturer narrative:
Corrected field: b2 (outcomes attrib to adv event): "hospitalization - initial or prolonged" and "required intervention to prevent permanent impairment/damage" were not selected in the previous report.